Event description:
I received treatment at a medical spa located in (B)(6) called (B)(6), for inmode morpheus 8 rf device treatment. I had one session on my entire neck. The medical notes charted 2-3mm depths were used with rf level 5. It did not note how many passes were used, but I know at least 2 were conducted. My treatment goals did not include fat loss. This was something I wanted to avoid. I also negate that 2-3mm was actually used but its what the charting stated. I'm filing a separate complaint about inaccurate charting separately with this spa as it was also charted by someone who did not perform the treatment. Regardless of the depths actually used, severe damage has been induced. The esthetician performing the treatment mid treatment said she was going to use the deepest setting the device offered. Which is 4mm. I wanted to resurface scars I had on my neck. Not once was fat loss mentioned as a risk of this device. These depths were used incorrectly and aggressively for what my treatment goal intended. When treatment was over, I was severely red and bleeding. After about 6-7 months post this treatment, I noticed severe extreme laxity in my neck begin and under my chin area with also tiny small white track scars. The laxity I have is very abnormal looking with pockets of hollow fat loss. I have extreme wrinkling of the skin in my neck. It is as if the fat in my neck has melted away leaving wrinkled lax skin behind. I am beyond upset and traumatized by these injuries. After countless hours of research, I found this fat loss experienced is permanent and due to the rf device used on me at the medical spa. I will now likely need costly surgery to fix and address these injuries. No warnings or risks about fat loss were given. I did not want fat loss. I am disfigured now due to this. It has ruined my life.